Event description:
It was reported that the rv lead was replaced due to low lead impedance following a mode switch to unipolar. Unipolar impedance was 331 ohms. The patient also complained of "twitches" around the pocket prior to replacement when the device was in unipolar mode. No further patient complications were reported as a result of this event.